Event description:
It was reported that the patient reported "not feeling well" and had bradycardia. It was noted that there was no pacing. It was later found that the right ventricular (rv) lead had high impedance due to a lead fracture. The device was explanted and replaced. The rv lead was reprogrammed to unipolar and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# e2dr01. The device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).